Event description:
Boston scientific received information that this patient presented to the emergency room due to high shock impedances greater than 200 ohms on this transvenous lead. Upon investigation, no noise was seen, however poor r wave morphology was noted. It appeared the shock impedance levels began at about 80 ohms and rose to between 130 and 150 ohms, however only recently had spiked to above 200 ohms. The lead was reprogrammed to multiple configurations, however the high shock impedance measurements remained. Surgical intervention was performed to revise the lead. During the procedure, it was noted that the lead was not fully inserted into the header of the non-boston scientific pulse generator. Once the connection was re-established, the lead displayed normal shock impedances of 80 ohms during all post procedure testing. No adverse patient effects were reported other than the additional procedure.

Manufacturer narrative:
The lead was modified surgically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead exhibited additional high out of range shock impedance measurements. It was thought by the physician that there may be a lead issue. Boston scientific technical services discussed possible causes and additional lead testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements over the last year. The vectors were reprogrammed, however the out of range measurements continued. Boston scientific technical services (ts) recommended testing the system. Lead testing was performed with the system in rv coil to can configuration. Commanded shocks and defibrillation threshold (dft) testing both resulted in high out of range shock impedance measurements. Ts discussed the data likely indicates the lead was intact, not fractured, and that there may be some form of body material ingress on the coils. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was surgically capped and abandoned during a device changeout procedure. At the procedure, the lead was tested, and defibrillation threshold (dft) testing exhibited continued high out of range shock impedances. No additional adverse patient effects were reported.